Manufacturer narrative:
Corrected field : device available for evaluation. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field : device available for evaluation. It was previously reported that the device would not be returned for evaluation. The sample was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and repair. It was confirmed that smoke could be smelled when the device was turned on. The programmer was rejected for repair; however, a conclusive root cause could not be determined. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the customer that a vpv programmer was "smoking" when turned on. No patient harm or delay.